Event description:
During an ercp procedure, the physician used a wilson-cook tracer wire guide. Additional info provided with this report indicated the physician flushed the wire guide with saline prior to use. When the wire guide was advanced through the catheter, resistance was encountered. At this time, the wire guide was removed from the catheter. The coating of the wire guide had detached inside the wire guide lumen and was removed simultaneously with the ercp catheter. The pt was reported to be in stable condition.